Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. The field service engineer found that the test failed with a large pressure difference and replaced one pressure transducer. The ventilator was returned to the customer in good condition after 5000 hour maintenance and passed tests. Received device logs contain several failed pre-use check internal leakage tests on february 07, 2022. There are no log entries on the reported date of event, february 04. The date of event is adjusted accordingly. Resistance measurements on the returned pressure transducer's pressure sensor shows an imbalanced bridge outside allowed limits. Tests in the reference ventilator confirms that the pressure transducer is defective. A pressure transducer failure may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the returned pressure transducer is defective causing the reported problem.

Event description:
Manufacturer's ref. #: (B)(4).